Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported healing collar was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing was performed for the returned product and found that the abutment merged effectively with compatible in-house testing implants without any issue, contrary to the event description. The reported device is not reported to have been placed due to the reported event. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the abutment would not engage in implant. The reported abutment was returned while the implant was not and the reported complaint could not be confirmed through functional testing of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment would not engage in implant at tooth site# 10. The procedure was completed with another abutment.